Event description:
Patient reported left side "due to the swelling on my left breast I was being tested for bia-alcl. This was an incredible stressful time but at the end of it was clear from that. My surgeon has confirmed that I have capsular contracture grade 3/4." Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, grade 3/4" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; red encapsulation on the shell and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side "due to the swelling on my left breast I was being tested for bia-alcl. This was an incredible stressful time but at the end of it it was clear from that. My surgeon has confirmed that I have capsular contracture grade 3/4." Device has been explanted.